Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The consumer informed the company that the product had been discarded.

Event description:
Sore mouth [oral pain] toothbrush head fell off into mouth and I have a sore mouth now - oral b power brushhead [injury associated with device] toothbrush head fell off - oral b power brushhead [device breakage] case description: a female consumer of unspecified age reported via e-mail on 11-jan-2017 that while brushing with an oral-b rechargeable toothbrush, version unknown that morning, the oral-b brushhead, version unknown fell off in her mouth. She reported she had a sore mouth. The case outcome was not recovered/not resolved. Received 11-jan-2017 follow-up report via e-mail: the consumer reported she had thrown away the toothbrush head. She was feeling better, but her mouth was still sore. She reported she looked at the back of the head on her toothbrush she put on today, performed the logo scratch test with a coin, and stated "nothing is there." The case outcome was improved. Received 13-jan-2017 follow-up report via e-mail: the consumer reported she uses the "full head toothbrush." No further information was provided.